Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 16mm amplatzer septal occluder (aso) was loaded into an amplatzer torqvue delivery system. During multiple deployment attempts, the device deployed deformed, cobra shaped. The aso was removed and exchanged for another 16mm amplatzer septal occluder (lot number: unknown). The procedure was completed with the replacement device with no patient consequences.